Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high threshold. The physician attempted several positions, however the high threshold remained. The physician elected to remove and replace the rv lead to complete the operation. No patient complications have been reported as a result of this event.